Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagus-jejunum anastomosis on a total gastrectomy procedure, a metal part broke and fell into the patient¿s cavity. It was stated that the metal part was found in the resected margin and was retrieved to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and one device. Visual inspection of the device under the microscope displayed nicks on the knife blade and the plunger is broken off of the anvil. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed plunger damage may occur if the instrument is handled rough. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged knife that has no relationship to the reported condition. The instructions for use manual for this product states: " make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.